Event description:
Caller reported a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer performed a pump reset independently before contacting technical support, and after the reset, the pump did not display the cgm error code again. Customer successfully started their sensor session.